Event description:
It was reported that the patient presented to the hospital for a follow-up on (B)(6) 2022. During examination, it was noted that there was noise on the right atrial (ra) lead. The physician observed reproducible noise when patient performed myopotentials while doing isometrics. No programming changes were made for the lead. There were no adverse consequences to the patient.

Manufacturer narrative:
Correctional report needed to update erroneous serial number inputted in previous report and to add the patient's information required in section a.